Manufacturer narrative:
Analysis of the lead found no anomaly. The lead was tested with a screening cable and a known good external neurostimulator (ens). The screening cable was connected to the ens, while the lead distal ends were placed in 0.9% saline solution. Using a clinician programmer, normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
Product ID: 977a275, lot# 0208159814, product type: lead. Product ID: neu_stylet_acc, product type: accessory. Product ID: 355531, lot# 0208452377, product type: screening device. Product ID: neu_stylet_acc, product type: accessory. Product ID: 355531, lot# 0208452377, product type: screening device. (B)(4).

Event description:
It was reported that the problems experienced with another lead also persisted with this lead (see below). All impedances were high. Different test cables, external neurostimulators (enss) and clinician programmers were used, but the results were the same. The patient was also unable to feel stimulation at 10.5v. The lead was not implanted. It was noted that the physician was ¿really experienced¿ and did not experience any difficulty during the implant procedure. Additionally, the procedure was done according to the manual. The patient did not undergo the trial. Refer to manufacturer report 6000153-2014-00202. The referenced report captures the issues experienced with another lead used during the same procedure. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.